Event description:
The customer reported display flickering on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Technician visually inspected on unit under test assembly, there were no visible defects, damage, or contamination. The unit under test was installed in a known good vela test stand. Powered in user mode where the unit display at normal start up. The unit under test showed a fault alarm low clock battery. Removed/measured 3 volts battery with 0.001 volt results, inserted a known good 3 volts battery. Unit was powered in service mode, the event log was reviewed and found relatable errors with alarm low battery. Allowed unit to run for approx. 25 minutes and observed no abnormal operation or flickering errors. Cycled power multiple times and allowed for the unit under test to undergo thermal stress, unit under test remained fully operational. The reported complaint was unable to be confirmed or duplicated. The printed circuit board assembly vela main was tested and was found to be functioning as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.